Event description:
The following event was reported by the end user to the german competent authority (bfarm); breakage of the locking screws. Revision surgery on (B)(6) 2019.

Manufacturer narrative:
The reported event could be confirmed. A device inspection could not be performed since the affected device was not returned, however an x-ray was provided for the investigation. The medical expert opinion revealed the following: "there has been osteoporotic or osteopenic surrounding bone can hardly be assessed via x-ray. If there is no preoperative information. The initial positioning of the nail and the screws seems to be alright. It is possible to confirm as only the two x-rays provided show the situation after loosening of the nail. As there is no union visible on the x-ray. We have a case of non-union. The x-ray indicate signs of loosening at the distal tibia and calcaneus. The other measurements taken to support the union seem reasonable; however failures can still occur." A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. Based on the above investigation most probably the failure was due to the patient¿s condition (nonunion) and due to insufficient information and product not returned for evaluation the exact root cause cannot be provided. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The following event was reported by the end user to the (B)(6) competent authority (bfarm); breakage of the locking screws. Revision surgery on (B)(6) 2019.